Event description:
A pt returned from o.r. With a wound drain that was not functioning, thus creating swelling from fluids and a hematoma on the left side of the pt's neck. The pt was taken back to o.r. Where the drain was reported to have been revised. The swelling subsided and an ice pack was applied. The wound drain was later removed per doctor's orders. Follow-up with the reporter found that the reported catalog number may not be correct as the product reported became obsolete in march of 2002. Reporter could not remember where they got the catalog number. The reporter further stated it was not unusual that the event had not been previously reported to the MFR.